Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: complete list of ID's are (B)(6).

Event description:
The customer reported that aliniq ams was involved with an event in which patients' results were integrated to another patient's results. The following samples involved tsh and vitamin d: results from ID (B)(6) were transmitted to ID (B)(6) results were transmitted to ID (B)(6). The customer also reported that ID (b)(60 as being related to this event. The patients are female. The following involved potassium: potassium results of 4.2941mmol/l from ID (B)(6) were transmitted to ID (B)(6), with a result of 2.6105 mmol/l. The results were in the customer's laboratory information system and was not reported out to the patient healthcare provider. During this the patient result event, the computer that was hosting the aliniq ams crashed and lost connection. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Event description:
The customer reported that aliniq ams was involved with an event in which patients' results were integrated to another patient's results. The following samples involved tsh and vitamin d: results from ID (B)(6), were transmitted to ID (B)(6), and ID (B)(6), results were transmitted to ID (B)(6). The customer also reported that ID (B)(6), as being related to this event. The patients are female. The following involved potassium: potassium results of 4.2941mmol/l from ID (B)(6), were transmitted to ID (B)(6), with a result of 2.6105 mmol/l. The resutls were in the customer's laboratory information system and was not reported out to the patient healthcare provider. During this the patient result event, the computer that was hosting the aliniq ams crashed and lost connection. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The investigation concluded that the result processing delays on the workstation prevented the driver from polling the communication line effectively, causing incoming messages to be missed in real time, leading to a misinterpretation that multiple messages were being sent simultaneously. The customer¿s current driver version could not handle multiple messages in a single package and incorrectly assigned the second result to the first sample. To resolve the issue, the customer replaced the workstation, and the driver was updated, which properly manages multiple message structures. A review of tracking and trending for the aliniq ams software did not identify an increase in complaint activity related to the complaint issue. The device history record was reviewed and did not identify any non-conformances or potential non-conformances related to the issue described in the current complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified with the aliniq ams software, version 3.03.